Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that there was a piece of a broken cutter inside of the attachment device thus not allowing completion of the pretest. It was determined that this condition was due to applying too much force on the cutter while in use thus compromising the internal components of the attachment device. It was further determined that the failure was not caused by cutter but from applying too much force on the cutter while in use. The assignable root cause was determined to be due to component damage caused by user error, abuse, and/or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during in-house engineering evaluation, it was observed that a piece of a broken cutter device was found inside of an attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.